Manufacturer narrative:
(B)(4). B5 describe event or problem correction to the following statement in the initial MDR, "the sensor was inserted on (B)(6) 2026 into the arm."

Event description:
The wearable was inserted into the arm on (B)(6) 2026. Data investigation confirmed no readings/ sensor error/ brief sensor issue. The probable cause was determined to be sensor noise.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted on (B)(6)2026 into the arm. According to the patient, on (B)(6)2026 at 2:20 am, before sleeping the cgm was 52mg/dl. The patient felt tired and the bg was 40 mg/dl, so he took a glucose tab and then went to sleep. He woke up to an alert of ¿brief sensor issue wait up to 3 hours¿. He couldn't wait 3 hours, so he went back to sleep still having the same error until his wife woke him up due to an alert of a sensor failure. The customer reported that he became unconscious and had to be awakened by his wife after his device began issuing repeated alarms. Upon regaining consciousness, he checked the device and discovered that the sensor had failed. The patient immediately performed a blood glucose (bg) test using his meter and obtained a reading of 40 mg/dl. In response, he administered a glucagon injection. During the call, the customer stated that he was still feeling extremely fatigued. He had not yet performed a follow-up bg test at the time of the conversation. However, he confirmed that he planned to replace the failed sensor with a new one immediately after the call. No product or data was provided for investigation. The allegation and probable cause could not be determined.